Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the transeptal puncture was then performed and upon crossing the interatrial septum (ias), a versacross rf wire was sent into the left inferior pulmonary vein (lipv), but the versacross rf wire hit the tip of the limbus. The versacross system was exchanged for the watchman truseal double curve sheath, but prior to the watchman sheath crossing the ias, it was noted that a small hypermobile echodensity had formed on the tip of the limbus. It measured approximately 3.5 mm in length. The watchman sheath was still crossed into the left atrium (la), the versacross rf wire was pulled back and replaced with a non-boston scientific pigtail catheter into the left atrial appendage (laa). The aforementioned hypermobile echodensity was continuously observed and at this time was deemed a clot. Additional heparin was given and after roughly 5-10 minutes the decision was made to cancel the procedure. It was stated that this was caused by the wire hitting the tip of the limbus and that the patient was likely hypercoagulable. Another procedure will be scheduled. The patient is stable and doing well. The device will not be returned as it was determined that there was no issue with the device. 07jul2023 additional information received confirming the product used for transseptal.